Event description:
Healthcare professional reported left side strong pain and capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side strong pain and capsular contracture, baker grade iii. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side strong pain and capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure one opening assessed as surgical damage and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.